Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Intraventricular hemorrhage, edema, and death are included as possible complications in the instructions for use (IFU) for the artemis. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
On (B)(6) 2023, the patient underwent a micro neurosurgery to treat an intracerebral hemorrhage (ich) using an artemis neuro evacuation device (artemis). There were no reported procedural complications. On (B)(6) 2023, the patient developed two episodes of pneumonia and was given medication. The two episodes of pneumonia were reported to be an adverse event with a possible relationship to the artemis and the index procedure. This event was later reported as unrelated to artemis. On 23-january-2024, the site updated the previously reported adverse event of pneumonia to re-hemorrhage. A follow-up computed tomography (CT) scan was performed that noted re-hemorrhage in the prior hematoma cavity, unchanged small subdural hematoma in the right parietal region, bilateral intraventricular hemorrhage (ivh). On (B)(6) 2023 further increase of the hematoma was noted. The clinical events committee (cec) adjudicated the re-hemorrhage to be a serious adverse event related to the artemis, index ich; index procedure, and comorbidity. On 26-january-2024, additional information was received that indicated that on (B)(6) 2023 perihematomal edema was noted and external ventricular drainage (evd) placement was performed after clinical deterioration, intubation, and medical increased intracranial pressure (icp) treatment. A CT scan was performed that noted progressive midline shift towards contralateral; therefore, a hemicraniectomy was performed that same day. Another CT scan was then performed after decompression that noted unchanged perihematomal edema, signs of transtentorial entrapment. The space-occupying aspect somewhat regressed. The evd dislocated; therefore, the patient had an additional surgery to replace the evd. A tracheostomy was performed due to persistently insufficient protective reflexes. Since there were no improvements over the course of time, therapy was continued with a palliative aim at the patient''s presumed will. The patient expired on (B)(6) 2023 due to the perihematomal edema. The clinical events committee (cec) then adjudicated the perihematomal edema to be a serious adverse event related to the artemis, index ich, index procedure, and comorbidity.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2024-00056. 2. Section h. Box 6. Patient code 1. Narrative/corrected data: the product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Re-bleeding, edema, and death are included as possible complications in the instructions for use (IFU) for the artemis neuro evacuation device. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
On (B)(6) 2023, the patient underwent a micro neurosurgery to treat an intracerebral hemorrhage (ich) using an artemis neuro evacuation device (artemis). There were no reported procedural complications. On (B)(6) 2023, the patient developed two episodes of pneumonia and was given medication. The two episodes of pneumonia were reported to be an adverse event with a possible relationship to the artemis and the index procedure. This event was later reported as unrelated to artemis. On (B)(6) 2024, the site updated the previously reported adverse event of pneumonia to re-hemorrhage. It was reported that the patient had a follow-up computed tomography (CT) scan on (B)(6) 2023 which noted re-hemorrhage in the prior hematoma cavity, unchanged small subdural hematoma in the right parietal region and bilateral intraventricular hemorrhage (ivh). On (B)(6) 2023 further increase of the hematoma was noted. The clinical events committee (cec) adjudicated the re-hemorrhage to be a serious adverse event related to the artemis, index ich; index procedure, and comorbidity. On 26-january-2024, additional information was received that indicated that on 18-july-2023 perihematomal edema was noted and external ventricular drainage (evd) placement was performed after clinical deterioration, intubation, and medical increased intracranial pressure (icp) treatment. A CT scan was performed that noted progressive midline shift towards contralateral; therefore, a hemicraniectomy was performed that same day. Another CT scan was then performed after decompression that noted unchanged perihematomal edema, signs of transtentorial entrapment. The space-occupying aspect somewhat regressed. The evd dislocated; therefore, the patient had an additional surgery to replace the evd. A tracheostomy was performed due to persistently insufficient protective reflexes. Since there were no improvements over the course of time, therapy was continued with a palliative aim at the patient''s presumed will. The patient expired on 31-august-2023 due to the perihematomal edema. The clinical events committee (cec) then adjudicated the perihematomal edema to be a serious adverse event related to the artemis, index ich, index procedure, and comorbidity.